Event description:
An aortic valve was explanted from mitral position after 3 years and 5 months due to perivalvular dehiscense causing severe mitral regurgitation. Left ventricle hypertrophy and pulmonary hypertension.